Manufacturer narrative:
The device was been received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Event description:
The complainant reported a male patient presenting for high risk percutaneous coronary intervention for hemodynamic support using the impella cp optical device. During support, the patient endured red urine. Due to the patient's hemolyzed labs, hemolysis was suspected. As a result, the pump was prematurely removed and the patient was ultimately escalated to an impella 5.0 device.

Manufacturer narrative:
The pump was found to have biomaterial entrained within the impeller. Evidence suggests the root cause of the reported hemolysis was ingested biomaterial.